Event description:
It was reported that there were high impedances of 40,000 ohms. The event occurred during the procedure. Contact 3 and contact 11 were both open circuits with 40,000 ohms. All the connections were checked and were clean and dry. There was no visible damage noted. As a result of the event, no action was required. The troubleshooting performed was impedance testing. The product issue was not resolved and the cause was not determined. There were no patient symptoms associated with the event. After follow-up with the manufacturing representative, she did not have any further information. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0ng8z, implanted:(B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0nfjx, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).